Event description:
While transferring the resident in the medi-lifter 4, the patient leaned forward for no reason and fell through the open area of the sling. The resident was brought to emergency and died a few hours after her admision to the hospital. The two care givers were not injured. The facility reports that, after investigation, the cause of the incident is unknown.